Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03705. The pt reported experiencing a heating sensation at her scs ipg pocket site while charging her scs system. The pt also reported experiencing sensitivity and pain at the scs ipg pocket site at all times. The pt wants her scs system removed. Follow-up identified surgical intervention will be taken at a later date to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.